Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicated that guide manufacture occurred per established processes. The returned guide's trajectory aligned with the treatment plan. However, factors were identified which may have contributed to the trajectory deviation during implant surgery. The deviation is likely caused by challenging characteristics in patient morphology. Per review of the patient scan and treatment plan, the doctor's comment regarding the patient's narrow ridge at the implant site was confirmed. A narrow ridge increases the risk that the drill may slip and deviate from the planned trajectory. The review also identified a dense unknown object embedded in the buccal side of the ridge tip which could have been a remnant from previous dental work. The implant placement was planned to go through this dense area. These aspects could have caused the drill to deviate towards the palatal side and subsequently perforate the palatal plate. Additionally, it was determined that the patient scan used to fabricate the guide was taken on (B)(6) 2018, but the surgery was not performed until (B)(6) 2018. As nearly six months had elapsed since the scan was taken, the patient's morphology could have changed prior to surgery and contributed to the trajectory deviation. [(B)(4)].

Event description:
The doctor used the guide to perform pilot drilling. After placing the implant, the doctor believed the trajectory was off. Subsequent post-op scan revealed that the implant had perforated the palatal plate and the implant was removed. The doctor noted that the patient had a narrow ridge and he knew the surgery would be difficult.